Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose level of 240 mg/dl. System check with tandem technical support was unable to identify a source of the blockage. A supply change was completed to address the occlusion alarm.